Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that the insulin pump was not vibrating. The customer¿s blood glucose level was unknown. Troubleshooting was performed. The insulin pump was set to vibrate. The insulin pump¿s battery was not low. They performed a self-test. The device did not vibrate during the vibrate test. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no vibration during the self test due to broken vibrator black wire. The insulin pump passed the operating currents measurement, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.